Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 300mg/dl and diabetic ketoacidosis. The customer had no symptoms and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting found that there were no unusual alarms from the pump but customer wants a replacement. Customer indicated that the issue was resolved by a complete set change. Customer was also advised that the device would be replaced. Customer declined further high blood glucose troubleshooting. No further details given.